Manufacturer narrative:
The manufacturer received the device, investigation is ongoing. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that during a surgery on (B)(6) 2017 a surgeon could not insert a size 5 stem after reaming with a size 5 rasp. The surgery was completed with another implant with the same size.

Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that during implantation there was implant/broach mismatch and this caused surgery delay. The surgeon was broaching with a size 5 broach and attempted to implant the corresponding size 5 implant. After doing that, the stem resulted to sit about 1cm proud. The surgeon re-broached with size 5 broach and re-implanted the stem. However, still the stem was sitting about 1cm proud. After that, the surgeon asked for a different size 5 implant which sat satisfying in stable position. No injury was caused to the patient. However, the procedure was delayed for 15 minutes. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: the affected avenir stem size 5 was returned for investigation. The lasermarking confirms the suggested size 5. The stem shows several scratches and deep indentations, which were caused during the supposed implantation/explantation of the stem. Apart of this, no abnormalities can be noted. A measurement check was performed to confirm the correct size. Measured dimension: length 153+-1mm: measured value: 153.13mm. Result: dimension is within specification. Considering the DHR which indicate that the product was produced according the specification, the correct size can be confirmed (size 5). Review of product documentation: surgical technique "avenir hip system" describes the proper implantation of the avenir stem. The manufactured lot size for this stem was 39. All of these 39 stems were already sent to hospitals and are out of zimmer control. It strongly can be assumed, that all are implanted. This complaint is the only one describing this issue related to this lot number. Root cause analysis: root cause determination using dfmea: malfunctioning of the device due to wrong handling of device due to wrong information => possible: applicable surgical technique is available and provides appropriate guidance on the required surgical technique. However, with the given information, it cannot be evaluated if the surgeon applied the correct surgical technique. Conclusion summary: the conducted investigation did not show any deviation of the product. The dimension/DHR check and laser marking on the part itself confirm a correct size 5 stem. Further, no similar complaints were reported in the past for the same lot number. That being said, a product failure can be excluded. Based on the investigation conducted, no specific root cause could be identified. However, the conducted root cause analysis indicates wrong handling/surgical technique as a potential cause of the reported event. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).